Event description:
Leaking j-loops for IV extensions, it has happened 5x in the last two weeks. Package information: ref mc33038 lot 14121331 7" appx 0.30ml, smallbore pressure infusion ext set w/ remv microclave clear, purple, clamp, luer lock, non- dehp tubing.